Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The tenku coronary dilatation catheter (cdc), (B)(6) instructions for use cautions that all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. The investigation determined the reported difficulty appears to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device. The tenku balloon dilatation catheter is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that prior to the procedure, the 2.5 x 12 mm tenku balloon catheter was soaked in saline; however, air aspiration was performed inside the anatomy. The procedure was to treat a heavily tortuous and heavily calcified mid and distal right coronary artery that was 100% stenosed. A thrombus aspiration catheter could not cross the lesion, so the balloon catheter was advanced to the lesion and inflated; however, the balloon ruptured at 12 atmospheres during the second inflation. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.